Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The instrument was not returned and is unavailable to isi for analysis at this time. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause of the customer reported issue couldn't be determined since the instrument was not returned to determine the failure mode. No additional information is obtained through follow-up with the customer. No specific risk assessment can be performed for the alleged event based on the information provided. No patient injury or harm was reported. The associated product was not returned, and insufficient details were provided to assess the failure mode.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis investigations confirmed the customer-reported complaint. Failure analysis found the primary failure of the broken main tube to be related to the customer-reported complaint. The instrument was found to have a broken main tube approximately at the distal tip. Several fragments were not returned with the instrument. Common causes of the failure mode "broken instrument main tube" are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, causing it to crack and subsequently break.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event.

Event description:
It was reported that two fenestrated bipolar instruments broke during a low anterior resection procedure. The customer removed the trocar from the patient to extract the broken instrument. After replacing the instruments, the customer was able to complete the case with a third fenestrated bipolar.